Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed and it was noted that the right ventricular lead had dislodged, resulting in a cardiac perforation. The issue was resolved by explanting the rv lead. The patient was in stable condition.